Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the issue, and the system was tested and verified to be ready for use. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs was performed by a isi technical support engineer (tse) and the investigation revealed the following possible related errors: a surgeon's hand may not have been touching the right master tool manipulator (mtm) while in following mode at surgeon side console (ssc) #2; crypto module error: ceiling mount controller (cmc) grind byte command error - crypto device and command related error information. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, an unintended movement of the right master tool manipulator (mtm) caused the monopolar curved scissors (mcs) instrument on universal surgical manipulator (usm) #3 to inadvertently injure the patient¿s abdominal wall. The injury occurred while the surgeon¿s head was inside the surgeon side console¿s (ssc) high resolution stereo viewer (hrsv), and the mcs was being used to take down adhesions. The observed movement of the surgeon did not scale appropriately to the mcs instrument and exceeded the surgeon¿s intended motion. There was no instrument-to-instrument or system arm-to-arm interference or any external collisions. The incident resulted in minimal bleeding, which was controlled using cauterization with the maryland bipolar forceps (mbf) instrument. The abdominal wall injury was minor and did not necessitate further medical or surgical intervention. As a precaution, the mcs instrument was exchanged for a backup. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted and confirmed the occurrence of an error, indicating the surgeon's right hand was not in contact with the right mtm while in following mode. Since this issue occurred only once, approximately 5 to 10 minutes into the procedure, the surgeon chose to proceed with the surgery. Despite a 30-minute delay caused by the incident, the procedure was successfully completed robotically without further complications. The patient did not experience any post-operative complications and there is no concern about this event causing any long-term complications. An isi field service engineer (fse) was dispatched to the site to further investigate the customer reported event.